Event description:
It was reported that during a procedure, the catheter 2f came out from the connection that contained it. The pt has had a medical intervention. Another device was placed.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.